Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has had an ongoing percutaneous lead (driveline) infection which was first noted on (B)(6) 2016. The infection began as a driveline site infection that traveled to the pump pocket. Positive blood cultures were confirmed where the site was draining, with open abscess above the pocket. The infection was treated with IV antibiotics since (B)(6) 2016 with incision and drainage of the abscess. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.